Event description:
It was reported that this right atrial (ra) lead was exhibiting gradual low impedance out of range. Technical services (ts) was consulted and no oversensing was noted. However, noise was seen on unipolar sensing. The suspected cause is an insulation issues, but it wasn't been confirmed. The lead remains in service. No additional adverse patient effects were reported.